Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that paramedics were called due to the customer experiencing a low blood glucose level of 24 mg/dl, and the customer becoming unconscious. The cause was unknown. Customer was treated with a glucose injection. In addition, it was reported that an unspecified malfunction occurred. Customer reverted to manual injections for insulin therapy.